Manufacturer narrative:
Pump received with button error alarm and no esc button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 75 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.